Event description:
It was reported that the patient was an elderly person who had used a foley catheter for a long time. It was stated that the patient was leaking urine and there was no urine drainage in the catheter. It was also stated that when the catheter was catheterized, the catheter balloon could not withdraw the fluid. Finally, a new foley catheter was used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.